Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer generated an error message. Follow-up determined that it was believed to have generated at the beginning of an interrogation, and it was believed that it was changed out for another programmer. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error message. Follow-up determined that it was believed to have generated at the beginning of an interrogation, and it was believed that it was changed out for another programmer. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error and the software was therefore reinstalled. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.